Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen using the coolcore applicator, to the bilateral flanks using the coolcurve applicator, and to the lower abdomen using the coolmax applicator on both (B)(6) 2017 and (B)(6) 2017. The patient was also treated with coolsculpting to the bilateral inner thighs using the coolmax applicator on only (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) reportedly 7 months after treatment and was diagnosed on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the upper abdomen using the coolcore applicator, to the bilateral flanks using the coolcurve applicator, and to the lower abdomen using the coolmax applicator on both (B)(6) 2017 and (B)(6) 2017. The patient was also treated with coolsculpting to the bilateral inner thighs using the coolmax applicator on only (B)(6) 2017. The patient developed paradoxical hyperplasia (pah/ph) reportedly 7 months after treatment and was diagnosed on (B)(6) 2018.